Event description:
It was reported that approx. 79 months after the implantation the patient received inappropriate shocks. The lead was explanted.

Manufacturer narrative:
Upon receipt the lead was found cut 14 cm distal to the is-1 connector pin. An explantation aid was still inserted in the distal lead fragment. The distal lead fragment was found stretched. The performance of the returned fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead region the insulation was found damaged due to wear. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.